Event description:
It was reported that a patient was assessed by an ent (ears, nose, and throat physician) to have developed vocal cord paralysis due to vns. No additional information has been received to date.